Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. Before the procedure, it was found that the transparent leather hose of at the end of the device handle was damaged (broken). The device evaluation details. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation 12-nov-2025. Visual inspection and irrigation test were performed following j&j medtech procedures. Visual analysis revealed a cut in the irrigation tube and that the shaft was bent. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port broken issue reported by the customer was confirmed. The shaft is not related to the issue reported by the customer. The potential cause of the cut and bent shaft could be related to the handling or manipulation of the sheath before the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for irrigation to minimize the potential for thrombus formation. Inject or saline flush only from the side port. Flush and maintain continuous saline. Using standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿shaft was bent¿. -investigation findings: operational problem identified (c13)/ investigation conclusions: cause not established (d15) / component code: tube (g04134) were selected as related to the customer¿s reported ¿the transparent leather hose of at the end of the device handle was damaged (broken)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿cut in the irrigation tube¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath. Before the procedure, it was found that the transparent leather hose of at the end of the device handle was damaged (broken). A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received on 15-oct-2025. The sheath was being used on the patient. Air did not enter the patient¿s body. No blood return observed.